Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to customer having difficulty breathing, heart failure, and vomiting. The cause of death was listed as a massive heart attack, cardiogenic shock, and acute respiratory failure on the death certificate. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400-600 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08500 inches. Pump received with no battery installed. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.